Manufacturer narrative:
Exemption number e2017017. Siemens advised the customer on how to clean the gantry properly to avoid reoccurrence. There was no general product issue found. Considering this, no further corrective action is initiated. (B)(6).

Event description:
Siemens was informed on (B)(6) 2017 that the gantry backside ring cover was broken. It is reported that the customer service engineer found that contrast medium had been dropping and collecting on the gantry base board, becoming hard and sharp overtime to the point of the gantry touching it when tilting, which is what caused breakage to the lead cover. A gantry cover that is not completely closed indicates the potential risk of patients or facility personnel coming into contact with rotating parts or broken cover pieces becoming projectile within the room during patient exams. However, there is no report of either scenario having occurred. There is no report of injury or mistreatment to a patient. (B)(6).